Manufacturer narrative:
The field service engineer (fse) found a pinhole leak in tubing connected to port 4 of the probe wipe assembly. The tubing was replaced to resolve the leak. Identified failure modes: pinhole in tubing connected to port 4 of the probe wipe assembly. There were no erroneous results associated with this event. Upon recur of the failure mode identified; it is likely that erroneous flagged, un-flagged or non-numeric results for all parameters due to possible carryover or contamination of the sample during aspiration. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A leak was reported when using the coulter act diff 12 analyzer. The customer initially contacted beckman coulter customer support regarding wbc (white blood cell) aperture alerts on the instrument while running quality control samples. The beckman coulter field service engineer (fse) discovered a small leak (approximately 100ul) that dripped onto the counter. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.